Event description:
This female received her first uneventful injection of euflexxa (1% sodium hyaluronate) in 2007 (exact date unknown) after previous unsuccessful treatment with intraarticular injection of diprospan, as well as etopan (etodolac) tablets. She returned to her orthopedist after her first euflexxa injection with edema of both lower limbs. Doppler was done to rule out dvt and the study was normal. The second intraarticular injection of euflexxa was given on the day of hospitalization without any apparent immediate effects or complaints. A few hours later, she phoned her daughter reporting that she felt unwell and had difficulty breathing. The daughter felt that her mother's speech sounded strange. When her daughter arrived at the patient's house, the patient was found unconscious. She was resuscitated and intubated by paramedics and taken to the hospital. ECG showed st changes. Troponin was 0.21 (slightly elevated) and ck was 450 (high). Brain CT revealed lacunar pariventricular infarcts. She had an episode of convulsions while hospitalized. She continued to decline over the next days, never regained consciousness, and died (date unknown). No post mortem examination was performed and the hospital physician indicated that in his opinion, the cause of death was compatible with an acute myocardial infarction and pulmonary edema with massive pulmonary embolism. There was no further information available at the time of this report.

Manufacturer narrative:
The device was not returned to the manufacturer for testing. Batch record review of the lot by manufacturing site qa was found to be acceptable and without further comments. Medical expert assessment (after interviews with hospital physicians and review of the scientific literature) was that conclusions could not be made based on the available data. The medical expert stated that the probability of a direct cause/effect relationship between the injection and the event seems to be low based on present knowledge. The final medical expert assessment was that the ae was possible due to the temporal association. Summary report of ae case sent from manufacturer to importer on 12/19/2007.